Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report: 1627487-2013-24423,1627487-2013-24424. It was reported the patient is going to have her scs system removed. The patient's physician indicated the patient has experienced a gradual discomfort at her ipg implant site over the years. In addition, the patient does not believe the stimulation is helping relieve her pain. Surgical intervention is planned for a later date.